Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 429 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did not exit. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reported insulin does not exit and there is greater than normal resistance with plunger push. The customer was advised that the alarm was caused by set/reservoir connection. The customer advised to replace infusion set and reservoir. The customer was advised that we would send set and reservoir replacements. The customer declined to troubleshoot for high blood glucose.